Manufacturer narrative:
Adverse event problem device code 1494: off-label use (under 21yrs of age at date of implant). Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -13.5/+1.5/073 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault and lens rotation. This resolved the problem. Cause of event reported as unknown.